Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (suboptimal imaging) and patient factors (septal bulge) are likely contributing factors to the malposition reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During transfemoral tavr, a 23mm sapien xt valve was placed too aortic, 90:10 aortic/ventricular (a/v), and moderate central aortic insufficiency (cai) was noted. A second valve was placed to resolve the central ai. The bav was performed and the valve was positioned 60:40 a/v. During valve deployment, the operator felt the valve move, reportedly due to the patient¿s septal bulge. The valve position appeared to be 90:10 a/v in the final images. Cai and moderate paravalvular leak (pvl) were noted on the posterior side. The valve was post-dilated with an additional 1.5cc in the atrion syringe (18.5cc total). Following post-dilation, the pvl improved, however the central ai was noted to be 1-2+. A second 23mm sapien xt valve was implanted due to the moderate cai. The second valve was positioned approximately half of the length of a stent cell more ventricular and deployed without complication. The cai was resolved and the patient was left with mild pvl in the posterior area. The too-aortic valve position was attributed to poor imaging from bi-plane technology. In addition, there was shifting of the valve during deployment due to the patient¿s septal bulge.

Event description:
During transfemoral tavr, a 23mm sapien xt valve was placed too aortic, 90:10 aortic/ventricular (a/v), and moderate central aortic insufficiency (cai) was noted. A second valve was placed to resolve the central ai. The bav was performed and the valve was positioned 60:40 a/v. During valve deployment, the operator felt the valve move, reportedly due to the patient¿s septal bulge. The valve position appeared to be 90:10 a/v in the final images. Cai and moderate paravalvular leak (pvl) were noted on the posterior side. The valve was post-dilated with an additional 1.5cc in the atrion syringe (18.5cc total). Following post-dilation, the pvl improved, however the central ai was noted to be 1-2+. A second 23mm sapien xt valve was implanted due to the moderate cai. The second valve was positioned approximately half of the length of a stent cell more ventricular and deployed without complication. The cai was resolved and the patient was left with mild pvl in the posterior area. The too-aortic valve position was attributed to poor imaging from bi-plane technology. In addition, there was shifting of the valve during deployment due to the patient¿s septal bulge. The hospital was notified by the assisted living facility approximately 6 weeks post tavr procedure that the patient expired. The cause and date of death was not known by the hospital. Per the discharge summary, the patient tolerated the procedure well and was discharged 9 days post procedure to the assisted living facility. Attempts to obtain additional information from the assisted living center were unsuccessful. There is no allegation of a relationship to an edwards¿s device.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (suboptimal imaging) and patient factors (septal bulge) are likely contributing factors to the malposition reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The hospital was notified by the assisted living facility approximately 6 weeks post tavr procedure that the patient expired. The cause and date of death was not known by the hospital. Per the discharge summary, the patient tolerated the procedure well and was discharged 9 days post procedure to the assisted living facility. Attempts to obtain additional information from the assisted living center were unsuccessful. There is no allegation of a relationship to an edwards¿s device.